Event description:
Device issue: none. Adverse event: death. Onset of adverse event: three weeks post stent implantation. It was reported that the pt had three lesions in the right coronary artery (rca), left anterior descending artery (lad) and left circumflex (lcx). His ejection fraction (ef) was 30% at this time. The xience stent was deployed in the lad on (B) (6) 2010. The procedure was completed without any problems. This was the pt's first stent in his life. Another procedure was going to be performed on the rca on (B) (6) 2010; however, the pt did not appear at the hosp. Subsequently, the pt had passed away in the evening of (B) (6) 2010. The pt had a chest pain and was transferred by ambulance on the day, died with myocardial infarction (mi), ventricular fibrillation (vf) was observed and did not recover. The physician who deployed the xience stated it is unk if stent thrombosis occurred and it contributed to the death. Though requested, no addition info has been provided.

Manufacturer narrative:
(B) (4). The stent remains in the pt. The stent delivery system was not returned. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.